Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID 8840, product type: programmer, physician. (B)(4).

Event description:
A healthcare provider (hcp) reported the pump shut off during an update. The pump was interrogated again, and it was noted that the pump had shut off for 19 minutes. The hcp reported that their 8840 batteries died. The 8840 batteries were replaced, and the pump was successfully updated after entering the settings again. The patient was receiving intrathecal gablofen (baclofen) 1000 mcg/ml at 144.8 mcg/day. The patient was indicated for the following uses: intractable spasticity and cerebral palsy.